Event description:
On (B)(6) 2011, patient reported the down button on the infusion device is not functioning correctly. Patient stated she noticed the issue around 5 days ago when she was bolusing. Patient is currently on her backup infusion device. Patient reported the button pops back up after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.